Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was in the ER with chest pain and thought the chest pain was related to their implanted system. The patient had pain all over their body, felt an intermittent zapping and tingling sensation all over their body, and the patient¿s stimulation was shut off due to these sensations; the timing of these events was not known. It was reported that the ins had been moved in the past, but the timing of this was not known. It was noted the patient had a fall and fell onto their knee, but the hcp did not know if that was related to any of the patient¿s reported complaints. No further complications were reported/anticipated.